Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's father also reported their buttons were unresponsive on the insulin pump. The customer's blood glucose reached 564 mg/dl during the call. Customer treated their blood glucose with manual injections. The father could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No button error alarm was noted. The insulin pump was received with minor scratches on the display wi ndow, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.